Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 427 mg/dl; cause was related to human factors. Customer received third party assistance from hospital staff who administered a correction injection to address bg. The customer was at the hospital for a non-diabetic related surgery. Recommendation was made to consult with a healthcare provider regarding diabetes management.